Manufacturer narrative:
Batch review performed on 29-apr-2025: lot 2003428: (B)(4) items manufactured and released on 05-jun-2020. Expiration date: 25-may-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary knee surgery on (B)(6) 2013. On (B)(6) 2022, the patient came in reporting pain due to joint luxation that was caused from falling. The surgeon removed all components and converted the patient to gmk-hinge system. Presently, on (B)(6) 2025, the patient came in reporting pain due to a loose femur and the cause is unknown. The surgeon revised successfully the femoral component and insert.